Event description:
The plaintiff alleges that while working as a registered nurse plaintiff wore latex gloves. Plaintiff alleges that plaintiff suffered from inter alla, hand dermatitis hand and body sores, hives, wheezing, runny eyes and nose, angioedema, and shortness of breath. Plaintiff also alleges that in 1998 plaintiff was diagnosed as being type I latex allergic. Plaintiff further alleges that because plaintiff is sensitized to latex plaintiff is at risk of suffering anaphylactic reactions when plaintiff comes into contact with many different commonly used products which contain the natural latex protein. Furthermore plaintiff alleges that as a direct and proximate result of plaintiff continued and repeated exposure to latex, plaintiff has suffered severe and irreversible type I latex allergy. Plaintiff alleges that plaintiff is unable to enter a medical or hospital environment where latex proteins permeate the air, entering such an environment puts plaintiff's at sirious risk for an anaphylactic reaction. Plaintiff also must live plaintiff's life in constant vigilance for the presence of latex products, avoiding everyday common products and plaintiff must avoid everyday common places. Plaintiff further alleges that plaintiff is severely restricted in plaintiff's life as to where plaintiff can go, and what plaintiff can do with plaintiff's life, career, and family. Furthermore plaintiff alleges that plaintiff finds it difficult to seek medical and dental care, and entering a hospital for any purpose is a health hazard. Plaintiff has suffered physical injuries, as well as great despair, and loss of enjoyment of life, all of which are of a permanent, continuing and life-threatening nature. Finally plaintiff has suffered great loss and depreciation of earnings and earning capacity and will continue to suffer same for an indefinite time in the future.